Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured at the tip area. The device was removed and a pinhole was noted on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient condition was good.